Event description:
This case was reported by a consumer and described the occurrence of anemia in a female pt who received denture adhesive cream. A physician or other health care professional has not verified this report. On an unk date, the pt began using denture adhesive cream. At an unk time after starting the product, the pt experienced anemia and low renal function. This case was assessed as medically serious. Use of denture adhesive cream was continued. At the time of reporting, the events were unresolved. The MFR's report # for this case is 9681138-2009-00041. The product was not available, but the lot # was reported as r07414.

Manufacturer narrative:
.